Manufacturer narrative:
Device passed the displacement test and failed self test. However, device received with no audio/beeping alarms and tones due to broken black wire of the piezo transduce. Device received with no vibrate due to broken black wire at the vibrator motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had absence of vibrate. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer reported that no vibration during self test. The insulin pump will be returned for analysis.